Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces being applied during use. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during an acl reconstruction procedure, the surgeon was running the flipcutter, ar-1204as-90, and the blade suddenly broke-off from the device. The surgeon had to make a second incision on the anterior side of the knee joint to retrieve the broken cutter. The case was completed with a second flipcutter. The sales rep is unable to tell how or why the blade fell off, but reported it was a clean break. Patient is a male, (B)(6) date of birth (B)(6). No further details.